Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that the heater tray has been leaking fluid for the past week. Fluid has been coming out of the heater tray and falling onto the floor. The fluid leak was discovered in fill 3 of 3, from the temperature gauge on top of the heater tray. No fluid was leaking from the supply bags and no fluid was discovered on the pump module area or around the external portion of the cassette. Upon follow up, the patient confirmed the reported event, stating they first noticed fluid on the floor and on top of the cart, where the cycler sits, the morning after treatment was completed roughly one week ago. The date of the first event was unknown. The patient confirmed that each morning for about one week, a small puddle was discovered on the cart and floor. Despite the fluid discovered, patient confirmed that no fluid leaks were experienced from the solution bags used during treatments during the reported event. The patient stated the set up was checked before and after treatment each day and the solution bags and connections were secure, dry and not leaking. The patient stated there was no clear indication that a leak was experienced inside of the cycler set door, however, they noticed at one point that inside of the cycler door was lightly damp. The date the patient noticed the dampness inside of the cycler set door was unknown. The patient reported that each day the cassette was checked and was dry, therefore they believed that the dampness found inside of the door was condensation. The patient repeated that the cycler was leaking from under the heater trey, however, later stated that they suspect a leak may have been experienced from inside of the cassette door of the cycler during a previous treatment which caused the discovered fluid to leak through the machine over the course of a few days. It was unknown whether multiple fluid leaks occurred during the reported event. The patient confirmed no fluid leaks occurred from the top of the heater tray. The patent stated they noticed fluid was discovered leaking slowly from underneath the heater tray, inside of the heating element area of the cycler. Additionally, the patient confirmed the heater bags and connections never leaked during the reported event. The cause of the leak was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient confirmed that they have received the replacement cycler and continuing with pd treatment on the new cycler without issue and without reoccurrence of the reported event. The old cycler is available for return.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report that the heater tray has been leaking fluid for the past week. Fluid has been coming out of the heater tray and falling onto the floor. The fluid leak was discovered in fill 3 of 3, from the temperature gauge on top of the heater tray. No fluid was leaking from the supply bags and no fluid was discovered on the pump module area or around the external portion of the cassette. Upon follow up, the patient confirmed the reported event, stating they first noticed fluid on the floor and on top of the cart, where the cycler sits, the morning after treatment was completed roughly one week ago. The date of the first event was unknown. The patient confirmed that each morning for about one week, a small puddle was discovered on the cart and floor. Despite the fluid discovered, patient confirmed that no fluid leaks were experienced from the solution bags used during treatments during the reported event. The patient stated the set up was checked before and after treatment each day and the solution bags and connections were secure, dry and not leaking. The patient stated there was no clear indication that a leak was experienced inside of the cycler set door, however, they noticed at one point that inside of the cycler door was lightly damp. The date the patient noticed the dampness inside of the cycler set door was unknown. The patient reported that each day the cassette was checked and was dry, therefore they believed that the dampness found inside of the door was condensation. The patient repeated that the cycler was leaking from under the heater tray, however, later stated that they suspect a leak may have been experienced from inside of the cassette door of the cycler during a previous treatment which caused the discovered fluid to leak through the machine over the course of a few days. It was unknown whether multiple fluid leaks occurred during the reported event. The patient confirmed no fluid leaks occurred from the top of the heater tray. The patent stated they noticed fluid was discovered leaking slowly from underneath the heater tray, inside of the heating element area of the cycler. Additionally, the patient confirmed the heater bags and connections never leaked during the reported event. The cause of the leak was unknown. The patient stated that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated they were able to complete pd treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient confirmed that they have received the replacement cycler and continuing with pd treatment on the new cycler without issue and without reoccurrence of the reported event. The old cycler is available for return.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: although the sample was initially reported to be available, to date no sample has been received. The tracking number was verified and no information was found that the customer sent the sample. No parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.